Event description:
It was reported that the customer experienced a high blood glucose (bg) level 260 mg/dl. Troubleshooting with tandem technical support was performed and determined insulin was not being delivered from the cartridge. Customer changed the cartridge to resolve the issue and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.